Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Information in report source was reported in smdr 1 but cannot be removed from this report. The procedure was laser assisted cataract surgery. The customer reported the laser part of the procedure was uneventful. The laser assisted capsulotomy was free floating. During phacoemulsification a posterior capsular (pc) tear in the right eye (od) occurred. The surgeon performed an anterior vitrectomy. The incision was made larger to accommodate the intraocular lens (iol). The procedure was completed. The surgeon was not sure what caused the pc tear, but did not think it was laser related. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during phacoemulsification portion of a laser assisted cataract with intraocular lens implant a posterior capsular tear in the right eye (od) occurred. The surgeon performed an anterior vitrectomy. The incision was made larger to accommodate the intraocular lens. The procedure was completed.